Manufacturer narrative:
H3, h6: clinical analysis results pending. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during drilling on the right side of l2, backing occurred. Afterwards, the physician decided to continue. They left the site at that time. In the evening on march 25, the manufacturing representative (rep) reported that there was a possibility that the root was touched during drilling rather than backing at sfdc. In the morning of march 26, the physician from spine visited and said that the patient had lower limb symptoms and that they would conduct a detailed examination. There was less than an hour delay. Impact on patient outcome was unknown. Additional information received from a manufacturer representative reported that the nerve was damaged. Additional information was received. It was reported that after the event, normal operation of the guidance system was confirmed.

Manufacturer narrative:
G3 PMA / 510(k) # correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.